Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify the statement you made regarding "applier tip not aligned, cannot clip properly". Was the device able to be fired? If yes, did the device fire unformed clips? Did device fire malformed clips? Yes, the device was fired and formed malformed clips.

Event description:
It was reported that during coronary artery bypass grafting procedure, the applier tip not aligned, cannot clip properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # = k92k76. The analysis results confirmed that the lx107 device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.